Event description:
No additional information.

Manufacturer narrative:
Pr 9107987 - follow up MDR for device evaluation. No samples were received for investigation of pr 9107987, in which the customer has stated: ¿the blood products were not dripping at the time of the transfusion¿. The product in use at the time is reported to be a mp1000 china from lot 22125382. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22125382 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china products in the past 12 months.

Event description:
It was reported that bd maxplus needleless connector was occluded. The following information was received by the initial reporter with the verbatim: the patient required transfusion of blood products for symptomatic treatment of acute myeloid leukemia, and was transfused with deleterious leukocyte-suspended red blood cells on (B)(6) 2023, at 21:17 h. The blood products were not dripping at the time of the transfusion, and the drip flowed freely after removing the needleless connector.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.